Manufacturer narrative:
The service provider provided the investigation report on 05/14/2021. The actual device was inspected visually. No damage or loose pieces were noticed. The device was tested by running an infusion with water. After the infusion, the set was inspected again, and no defects were observed. The reported issue could not be confirmed.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2021-00025).

Manufacturer narrative:
The contract manufacturer provided the investigation report on 07/27/2021. A trend review was performed for b2-70071-df. No qns or no additional complaints related to this failure mode were found in a 12-month period. Two unused samples from the same lot# were returned from the customer. The samples were inspected and tested. No loose material or particles were observed in both samples. The root cause could not be established.

Event description:
This is a second follow-up for the initially filed MDR (3006575795-2021-00025).

Manufacturer narrative:
On 04/20/2021, the distributor confirmed the actual affected set won't be returned for evaluation. On 05/03/2021, zyno medical received unused sample sets of the same lot returned from the customer. Investigation will be performed using the sample sets.

Event description:
On 6.23 on 04/20/2021, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on 04/20/2021 and stated that "an administration set model b2-70071-df lot 21015465.set had loose pieces of the spike on the side of it once it was spiked into the bag." A patient was involved but was not harmed or injured. The device operator was a registered nurse. The medication being infused was unknown. The contract manufacturer of the affected device is (B)(4).